Event description:
It was reported that during a thyroidectomy procedure, according to theatre staff: the device stopped working during normal use; i.e. Did not activate and did not cut and coagulate. The scrub nurse proceeded to clean the active blade with a wet swab and then observed that the tip had broken off completely. The tip has been recovered. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.